Manufacturer narrative:
Investigation results show multiple damaged conductive link partly related to reported cleaning procedure or the explantation surgery. According to received information the patient had a radical cavity with a observed extrusion of the conductive link and during a routine cleaning procedure of the mastoid cavity the conductive link was inadvertently cut, so it was necessary to replace the vorp. Before that intervention the device was functional and the patient was receiving benefit from it. This is a final report.

Event description:
After the inspection/cleaning visit at the local ent doctor the user was not able to hear with the device. At the next visit in the clinic the ent surgeon detected that the conductor link was visible in the middle ear and it was cut off. The recipient was re-implanted on (B)(6) 2017. The new implant was successfully activated on (B)(6) 2018.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
After the inspection/cleaning visit at the local ent doctor the user was not able to hear with the device. At the next visit in the clinic the ent surgeon detected that the conductor link was visible in the middle ear and it was cut off. The recipient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
Investigation results show damages limited to the conductive link that are partly related to the removal surgery and partly to the reported inadvertent cut during the routine cleaning procedure of the radical cavity. According to received information, the user has also a history of ear surgeries that combined with the presence of a radical cavity likely contributed to the observed extrusion of the conductive link through the tympanic membrane. During a routine cleaning procedure of the cavity, the extruded conductive link was inadvertently cut, so it was necessary to replace the device. Prior to this event, the device was reportedly functional and the patient was receiving benefit from it. This is a final report.

Event description:
After the inspection/cleaning visit at the local ent doctor, the user was not able to hear with the device. At the next visit in the clinic the ent surgeon detected that the conductor link was visible in the middle ear and it was cut off. The recipient was re-implanted on (B)(6)2017. The new implant was successfully activated on (B)(4)2018.